Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to be hospitalized with blood glucose reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl), possibly due to the flu or a cold but was not sure. The pod was worn between 1 and 4 hours on the abdomen. At the hospital she was treated with an infusion of insulin and nacl (sodium chloride). She stayed in the hospital for 6 days before being released from the hospital. The pod was removed and discarded at the hospital.